Event description:
Device stopped pumping during hysteroscopic myomectomy. Surgeon went ahead with procedure using 3000 ml bags of saline under pressure. Saline in 8000 ml, out 5800 ml. Blood gases drawn due to changes in vital signs and etco2 (end tidal carbon dioxide). The procedure was terminated, and a diagnostic laparoscopy was performed. The pt was given diuretics and admitted overnight for observation. According to area manager, staff education planned. Staff confusion in programming/operating pump. The site has had the device for a few years. The site received education, but did not feel confident with using the device. The site received additional education with a new rep from the company, and began using the device. In addition too not being familiar with the device, there was also a problem with operating the machine. The machine was sent back to the MFR. The device is very susceptible to bumping when in use, which causes a miscalculation of the output.